Event description:
Concurrent medical conditions included alzheimer's disease. Concurrent medications included amiodarone. In august 2003 the patient started corega (dental). In 2005, the patient experienced interstitial pneumonia which the physician thinks may be related to inhalation of the product's powder. This case was assessed as medically serious by gsk. The patient was treated with antibiotics and corticosteroid (corticosteroids). Treatment with corega was discontinued. The event is unresolved. In the absence of further data or supportive trends, quality testing is unlikely to clarify the adverse event reported.